Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by vomiting, weakness in body and loose motions. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with monocef injection (1gm, per "bad" per day, intraperitoneal, ongoing) and heparin injection (5000 iu, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from the events. On an unknown date, treatment with dianeal 1.5% was discontinued; however, treatment with dianeal 2.5% was ongoing. No additional information is available.